Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center has "no image output". The problem was found during set-up/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h4, h6, h11. The device was not returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: material problems like degradation. Thermal problems like overheating. Mechanical problems like stress, deformation, wear or corrosion. Electrical problems like open circuits, short circuits, signal loss or component issues. These causes can occur between components such as boards, cables, sockets, pins, power supplies, displays, connectors and light sources without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.